Manufacturer narrative:
Samples have not been received for evaluation. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to company's acceptance criteria. A root cause was not identified. (B)(4).

Event description:
A customer reported, the keratome used to make the main incision was found to be blunt. A second keratome was used to complete the incision with no harm to the patient.